Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra mini meter does not turn on. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient said that the issue started at 3:30 pm. About 2 hours after the product issue started, the patient had symptoms of blurry vision, bad headaches, and felt disoriented. The patient takes insulin based on a sliding scale. The patient did not do anything regarding diabetes treatment due to the product issue and did not receive any treatment. The patient says she is a stage four patient of an unknown condition and is terminally ill. She says she also has lupus and "other issues." The patient says that if she is unable to test her blood sugar, she can't take any medication. It would be helpful to know what the patient's medication regime is, whether she would have done anything differently had the meter been functioning, and whether the symptoms were due to diabetes or another health condition. It was determined during the troubleshooting telephone call, the patient replaced the battery per the owner's manual and the batteries were correctly installed. The batter contacts were in good condition and there was no misuse of the product. This complaint is being reported due to the following conclusion: the patient alleged the meter did not turn on and suffered symptoms that could be related to diabetes two hours after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.